Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the alternating circuit power light would not turn on, possibly the uim (user interface module) board. There was no patient involvement. The event occurred when the device was plugged in at the surgical intensive care unit. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an alternating current power light would not turn on was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective power supply. Appropriate action was taken to correct the reported problem by replacing the main power supply. Additional information: a service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.